Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal. The cause of the problem was the damaged dso seal. The dso seal was replaced to fix the issue.

Event description:
It was reported that the device failed to retain time and date after 250hr charge cycle. The investigation results found that the downstream occlusion (dso) seal was lifting from the bezel. There was no patient involvement.